Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 had a tubing connection hub that appeared to have never been attached to the tubing. The device was in this condition when removed from the box. There was no patient contact. Another device was used to complete the case. No delay or patient harm was reported.